Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Other: it was reported that the patient received inappropriate shocks due to noise and oversensing. The lead was capped. No further patient complications have been reported as a result of this event. Additional information reported the lead was fractured. No conclusion can be drawn; interference, lead(s), fracture of, oversensing, shock, inappropriate.

Event description:
It was reported that the patient received inappropriate shocks, due to noise and oversensing. The lead was capped. No further patient complications have been reported as a result of this event. Additional information reported the lead was fractured.